Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a retinal procedure there was poor light output from the tabletop illuminator, the module needs to be replaced and the optics are cracked. The case was completed with no harm to the patient.

Manufacturer narrative:
The customer contacted the company representative to assist with troubleshooting. The optics was confirmed to have been ¿cracked.¿ a new tabletop illuminator was ordered for the customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 17, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a cracked aspheric collimating lens in the table top illuminator module. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).